Event description:
It was reported that the patients ipg was not working as intended. The patient underwent a revision procedure wherein the ipg was replaced and a new linear lead was added. The explanted ipg was kept by the medical facility and will not be returned.